Event description:
It was reported that a spectrum pump was programmed to deliver pitocin at a rate of 2ml/hr in the obstetrics care area. The customer stated that the fetal heart rate immediately began a variable deceleration. The pt was quickly positioned onto her left side and the pump infusing the pitocin was immediately shut off. When the pump was shut off, it was observed that the drip chamber was still flowing and that it was infusing at a faster rate than the pump was previously programmed. The roller clamp on the IV pump was immediately closed and disconnected from the pt's IV access. The staff then administered terbutaline and rushed the mother to the operating room for an emergency caesarean-section. From the time that the IV of pitocin was discontinued, terbutaline was administered and the mom arrived to the operating room was approximately 5 minutes, during that time the fetal heart rate stabilized and the contractions had stopped. The mother/baby were considered stable at this time. Due to a failure to progress with labor, the decision was made to perform a cesarean-section. The customer stated that both motor and baby were doing well and no long term ill-effects were noted.

Manufacturer narrative:
(B)(4). The device was tested by biomedical engineering in the biomed department and the unrestricted flow could not be reproduced. The biomed then took the pump to the nursing floor and the original nurse that had witnessed the episode, demonstrated how they pull at the bottom of the tubing and don't push the tubing into load point two, once the screen is green, they close the door. When the door was closed, drops were observed in the drip chamber prior to the start of an infusion. This was performed with several other devices in the facility without the same result, all other devices performed as expected. The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.